Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that tandem charging supplies was hot to the touch despite being in room temperature conditions and began burning or melting. There was no reported impact to the customer's blood glucose level. New tandem-provided charging supplies were sent to the customer and the customer continued to use the pump for insulin therapy.